Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unknown date approximately six years ago, the pt began treatment with dianeal pd4 ambuflex therapies, 2.5 liters (l) for each of 4 cycles for a total of 10 liters nightly, (lot numbers not reported) intraperitoneally (ip) for pd. On an unreported date, the pt experienced a break in aseptic technique further described as "forgot to sterilize her hands" (details not provided). Subsequently, the pt experienced peritonitis and was hospitalized on the same date. On an unreported date, treatment for peritonitis included unspecified antibiotics, ip (dose, frequency and lot not reported). Concomitant therapy was not reported. Three days later, the pt was discharged from the hospital. On an unreported date, the pt was retrained on aseptic technique. At the time of this report, the pt was recovered from the peritonitis event and dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.